Event description:
During routine inspection, customer's biomedical technician found that the standard external set of paddles would not discharge defibrillation energy. There was no patient involved with the issue.

Manufacturer narrative:
Customer determined the root cause of malfunction to be the external hard paddles. Physio-control provided customer technical assistance and paddles parts information to repair device. Follow up with customer confirmed that the customer replaced the paddles and returned the device to service.